Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient wanted to retry the impedance check to better understand what was happening with the system. The uncomfortable stimulation persisted at times, but they were able to withstand the check. It was determined that electrodes 3,5, and 11 were oor (>50,000). The rep stated that they programmed around those electrodes, and were able to get more appropriate coverage of the back and legs without the settings being limited. The patient was instructed to inform the rep/healthcare provider (hcp) immediately if the ¿settings unavailable¿ message returns, or if the stimulation becomes uncomfortable again. The patient's physician was informed of the finding regarding oor electrodes and and reprogramming of stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient received settings not available on the controller about 1.5 weeks ago when pt tried to adjust therapy settings. The pt also noticed they were not getting relief and had a lot of pain. Pt was using more pain medication and the message on the controller came up when they tried to adjust settings to get more relief. Then patient met with manufacturer representative today and ran impedance test, but pt could not endure the impedance test because they received unbearable shocking sensation all down their left side from their shoulder, up their arm, and down to their foot. Impedances measured in 2023 showed all in range impedance measurements.